Manufacturer narrative:
(B)(4). Date sent: 4/23/2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: umemoto k, sato s, yamamoto h, takada m, ambo y, hirano s. Enhanced pancreatic transection in minimally invasive distal pancreatectomy: the synergy of slow-firing and staple line suturing. Asian j endosc surg. 2025 jan-dec;18(1):e70084. Doi: 10.1111/ases.70084. Pmid: 40355095. The aim of this retrospective study was surgical outcomes were descriptively compared with a historical group in which reinforced staplers were used without suturing. Surgical outcomes were descriptively compared with a historical group in which reinforced staplers were used without suturing. Between january 2012 and august 2023, among the 70 patients, 59 underwent pancreatic transection. Median age was 62.5 years; 50% were male. Suturing was added only when using the echelon. The pancreatic cut end was observed, and if the main pancreatic duct was identified, it was horizontally mattress sutured with 5-0 prolene (ethicon). The mean duration follow-up was not reported. Reported complications: echelon flex powered stapler (ethicon endo surgery): (n=33 (47.1%)) biochemical leaks, treatment: not reported. (N=8 (11.4%)) grade b postoperative pancreatic fistula (popf), treatment: not reported. (N=3) postoperative pancreatic fistula, treatment: not reported. In conclusion, pancreatic transection using a stapler and suturing the pancreatic cut end are safe approaches and may help reduce popf incidence.